Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "insufficient information for complaint classification" occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced coma and was brought to the hospital on ambulance. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Although the patient reported a dexcom malfunction that contributed or caused the event, it could not be determined what malfunction occurred and how it contributed to the event. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.